Manufacturer narrative:
As received, a partial lead was returned in two pieces. Visual and x-ray examinations did not reveal any anomalies. All damages found on these pieces were consistent with procedural damages. Electrical tests that could be performed on these pieces did not find discontinuity on any conduction paths. A short was noted on piece (a) due to explant damage, however, no short found on piece (b). The reported events of over-sensing noise and pacing problem were not confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, noise resulting in oversensing and automatic mode switch was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.